Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and the patient was seen at the clinic. The rv lead exhibited occasional t-wave oversensing (twos). The lead remains in use. It was further reported that the lia was due to oversensing of electromagnetic interference (emi) noise on both the atrial and ventricular channel by the implantable cardioverter defibrillator (ICD). A device interrogation shows high rate non-sustained (hr-ns) and sic (sensing integrity counter) episodes in the rv channel. Review of the egms (electrograms) indicates external noise. The patient indicated using an electric screwdriver. The device was checked and provocative maneuvers were employed to replicate the noise oversensing but none were observed. The device remains in use. No patient complications have been reported as a result of this event.